Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation screw catalog #: 73-2418 lot #: ni; biomet microfixation sternalock 360 catalog # 74-0004 lot#: ni. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: foreign country: (B)(6). Reported event was confirmed by review of photos provided of the revision surgery. The parts were not returned and therefore could not be visually evaluated or functionally tested. It was reported the patient had a coughing fit, which caused the sternalock 360 band to cut through the sternum. Subsequently, the surgeon had to remove the sternalock 360 and re-wire the sternum. Because there was a revision surgery, the complaint is considered confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the sternalock 360 band cut through the sternum in two places due to the patient having a coughing fit. The surgeon removed the sternalock 360 and rewired the sternum. Attempts have been made and no further information has been provided. No additional patient consequences were reported.